Event description:
It was reported that syringe 10ml ls 22ga 1-1/4in tw was broken. The following information was provided by the initial reporter: broken syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation?: yes. D9: returned to manufacturer on: 11/5/2021. H6: investigation: one photo and one sample were received by our quality team for evaluation. From the photo, the team was unable to determine the stopper was defective or damaged. From the sample, the team did not observe damage on the stopper. After decontamination, a void on the barrel roof was observed. The sample was subjected to the water leak test and observed water leakage from the void. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The probable root cause could be due to air / gas being trapped to form a void at the weld line caused by the unmelt resin. Unmelted resin (barrel resin using an additive to make the clarity better) could be an isolated case. Based on the mold maintenance record, the mold cavity used for this batch was cleaned and polished after this batch was produced.

Event description:
It was reported that syringe 10ml ls 22ga 1-1/4in (B)(4) was broken. The following information was provided by the initial reporter: broken syringe.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.